Event description:
The customer reported via phone call that she received a compromised force sensor system alarm while she was priming the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and rewind test. Compromised force sensor system alarmed during basic occlusion test due to loose/flush drive support disk noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, broken battery tube threads, and broken belt clip slot were noted.